Event description:
It was reported that there was no stimulation sensation. There was no known accident, incident, falls or trauma related to the issue. Stimulation was on, on group a, and on program 1 at 6.10v. The patient pressed the stimulation on button and the lightning bolt was still present. Parameters were adjusted and amplitude was increased to 6.50v with no change. There were no other programs present on group a. 2 days later it was reported that the implantable neurostimulator (ins) was working fine until the patient suddenly lost stimulation. It was noted that the patient had turned off their stimulation to drive and when he turned stimulation back on after driving, he was not feeling any stimulation. There were readings >40000 ohms on most pairs. 01 = 13675 and 03 = 20991. Reprogramming was tried and the patient did not feel stimulation when it was cranked up. The patient was sent for x-ray to look at leads and then he would be sent for a revision. No dates had been set. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0444190v, implanted: (B)(6) 2004, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3487a-33, lot# j0444166v, implanted: (B)(6) 2004, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).